Manufacturer narrative:
Additional information: a2, a4, b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A response to our request for additional information was received from the clinic via fax on (B)(6) 2020. The patient did not experience any adverse event, symptoms, nor require medical intervention as a result of the event. The patient was able to complete treatment on the date of the event. Patient is on continuous cycling peritoneal dialysis (ccpd) with a prescribed fill volume of 2200ml and a last fill volume of 700ml using varying strength's of pd solutions determined by the patient's blood pressure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of an incident of increased intra-peritoneal volume (iipv). The peritoneal dialysis (pd) patient initially called in to report a patient line is blocked alarm. Patient was not receiving treatment during the call and was advised to call back if the issue reoccurs. The patient¿s treatment records from (B)(6) 2020 were provided by the patient. After the call was completed, the records were reviewed a second time and it was determined that there was potential overfill. During cycle 1 the patient had a drain volume of 4285ml. This is a drain volume that is 194% of the patient¿s fill volume of 2199ml. During the initial call the patient had not reported any symptoms, adverse events, nor medical intervention as a result of the event. Attempts have been made to reach the patient and the patient¿s peritoneal dialysis registered nurse (pdrn) in order to confirm the records and offer troubleshooting. However, those follow up attempts have been unsuccessful.

Manufacturer narrative:
Corrected information: a4 (inadvertently omitted).